Event description:
The patient had a procedure done about a week ago; she was complaining to me about sharp, shooting pain up the right side of the nose. She did not report the problem when endoscopy did the post-op phone call because she did not remember at that time, she still has right side sinus congestion. Employee started asking questions about the day of the procedure and the sinus congestion patient now has and that is when patient told her about the pain.